Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable igg antibodies to cytomegalovirus (cmv igg) results for two samples from one patient. For a sample tested (B)(6) 2015, the result was 1.19 u/ml (reactive). For a sample tested (B)(6) 2015, the result was 1.16 u/ml (reactive). On (B)(6) 2015, the sample from (B)(6) 2015 was sent to anther laboratory and was tested on an abbott architect. The result was 0.1 au/ml (negative). On (B)(6) 2015, both samples from the patient were repeated on the cobas e411 analyzer. The result for the (B)(6) 2015 sample was 1.14 u/ml (reactive) and the result for the (B)(6) 2015 sample was 1.18 u/ml (reactive). The results from the cobas e411 were reported outside of the laboratory. The patient was not adversely affected. The reagent lot number was 185518. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation, but the sample material was received frozen and unsuitable for testing.